Event description:
Additional information was received from the patient that the device was explanted due to an unspecified reason two months later. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system exhibited a red blinking light due to a potential unspecified product performance issue related to this cardiac resynchronization therapy defibrillator (crt-d). Attempts were made to obtain additional information, however, no additional information was available. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.